Event description:
It was reported by the sales representative report that the cot had dropped. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Serviced, not stated by whom.

Event description:
It was reported by the sales representative report that the cot had dropped. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer has been retrained on proper use of the device.